Event description:
An ICU rn started an IV using a b-braun safety angiocath. Upon completion, the safety feature activated without any problem. When she was explaining the safety device to a student nurse, she pushed the used needle on a pillow at which time the safety clip slid up the used needle about 1/2 inch. The nurse could easily have been injured had she used her finger to demonstrate the safety feature.